Manufacturer narrative:
During service at the manufacturer, the engineer was unable to duplicate the reported heat symptom, but found it attributable to the damaged rotor bearing observed during the device inspection.

Event description:
It was reported that during a procedure at the user facility, the device was determined to be overheating. The user facility reported that there were no medical interventions, surgical delay, or adverse consequences.